Event description:
The patient reported feeling a kick in their stomach just below the ribs on their left side. The patient noticed it more while in a sitting position than when lying down. Follow up yielded no further information. An adjustment was made but the sensation continues. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.